Event description:
It was reported by the rep that when the device, with reload cartridge, was used during a lysis of adhesions procedure, it delivered an incomplete staple line and jammed. Another device was used to complete the case. There was no consequence to the patient.